Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Pt participated in a (B)(6) study for pts with cervical degenerate disk disease (ddd) who require single or multi-level anterior spinal fusion with the cslp small stature and the acf spacer plus dbx. Preoperative diagnosis was disc failure or prolapse. Pt was implanted at levels c4 c5 with a cslp small stature plate. Pt had been experiencing pain for 13 months. Surgery date was (B)(6) 2003 and postoperatively pt experienced cervical strain, pain, requiring meds/pe. This is 4 report of 5 for this event. This report is for the right screw at c5 (12mm).